Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of service history, a review of historical data, and a review of labeling. Service was and heard a loud detonation and observed visible smoke coming from the alinity I, serial number (B)(4). There was no more power on the power supply and all leds off. The analyzer was disconnected from the power supply and there was no injury to personnel reported. The main power supply, processing module (part number a-30103383-02) was replaced and deemed the likely cause. Service found no charred or burnt components during troubleshooting. A review of service history on the alinity serial number (sn) (B)(4) found no other related issues on this instrument. A review of historical data indicated no trends with regards to this issue. The alinity ci-series operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the alinity I processing module. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the part. Based on the data available and the results of this investigation, no product deficiency was identified for the alinity I processing module, list number 03r65-01, sn (B)(4).

Event description:
The abbott field service engineer (fse) observed visible smoke coming from the main power supply of the alinity I processing module. The main power supply was removed from the analyzer with no traces of fire detected. There was no impact to patient management, user safety, or facility damage reported.